Manufacturer narrative:
Block h6, f10: device code 1536 captures the reportable event of not retracting properly. A visual examination of the returned capio opc, packaged device revealed that no visual issues were observed with the catch and carrier. The 7 riveting pins were in place. During functional inspection the carrier was actuated three times and it extended and retracted without any issues. Also, it was actuated (deployed) three times with the suture and the needle entered in the catch slot without any issues; consequently, not confirming the reported complaint. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that the device did not present any visual issue and it worked as intended. It did not show evidence of either the alleged issue or any defect that could have contributed to the event reported. Therefore, the investigation conclusion code for the reported issue is documented as "no problem detected," since the device complaint or problem cannot be confirmed.

Event description:
It was reported to boston scientific that a capio opc, packaged device was used during a vault suspension procedure performed on (B)(6) 2020. According to the complainant, during preparation outside the patient, the device was stuck and not retracting properly. The procedure was completed with another capio opc, packaged device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific that a capio opc, packaged device was used during a vault suspension procedure performed on (B)(6) 2020. According to the complainant, during preparation outside the patient, the device was stuck and not retracting properly. The procedure was completed with another capio opc, packaged device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.